Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse replaced the pim. Unit passed all calibration. The fse completed functional and safety tests and the unit was returned to the customer. The maquet failure analysis and testing department received a patient interface module assembly with a reported that the pim failed leak test. Performed visual inspection of a patient interface module assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed the patient interface module assembly into iabp cardiosave test fixture for testing of the reported problem. Performed and tested in accordance with procedure and the cardiosave service manual. Performed all manifold test/leak test in an attempt to recreate the reported problem. Found that during the all manifold test the pim failed the leak diff pressure(-197mmhg), the fill manifold fill valve and the drive manifold vacuum leak test, it looks like the pim has a big leak. The all manifold test/leak test did trigger the reported problem of the unit failed leak test. Retaining the patient interface module assembly in the failure analysis and testing department per procedure.

Event description:
N/a.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) leak test failure during pim testing. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.